Manufacturer narrative:
Section b3: event date is estimated. Section d6b: explant date is unknown. It was reported to abbott, a patient had their system explanted due to the location of the ipg causing discomfort. The rep believed the explant was approximately six months after the initial implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing soreness at the ipg site. Surgical intervention was undertaken on an unknown date wherein the patient's scs system was explanted to address the issue.